Manufacturer narrative:
Concomitant medical products: product ID 5076-58, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-physiologic sensing occurred on both the right atrial (ra) lead and right ventricular (rv) lead. It was also reported that mirror image waveforms and sensing were noted on electrograms (egm). It was further noted that right ventricular (rv) lead oversensing was leading to pacing inhibition. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.